Event description:
Serious injury involving one person. A report was received that a pt who had been wearing focus night & day lenses for 2 months experienced pain in the left eye. Pt had removed, cleaned and disinfected the lenses with renu mps/miraflow and unisol the night prior to the event. Pt presented for exam the following day, in 2002, and was diagnosed with a mid-center superior corneal ulcer located at 1 o'clock, 4mm long by 3mm wide, and 3mm from the limbal edge. No culture was performed. Pt was prescribed occuflox treatment, and the condition has resolved with a minor linear scar.